Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, inappropriate auto mode switch episodes were observed due to the oversensing on the atrial channel. Programming changes were made. The patient was stable after the event and will continue to be monitored with routine follow-ups.